Event description:
It was reported that this brady lead was a case of an attempted implant due to product performance issue. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Furthermore, helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. The susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this brady lead was a case of an attempted implant due to product performance issue. A new lead was implanted. No adverse patient effects were reported.